Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the customer had discarded of the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the stimulator is going crazy. Patient got this stimulator put in so they could get an MRI. Thursday the stimulator started burning. Friday the stimulator went haywire and started hurting really bad. Patient called the rep and left a voicemail and they called patient back. The rep told patient to shut off the stimulation. Patient is sick to their stomach and can hardly stand it and has pain from the stimulator. After they turned off the stimulation they still had pain. When patient got this device implanted they asked for it to be implanted on the left hip, but they put it right back in where the previous doctor put it, on the right side. Patient went to doctor yesterday and they didn't do an impedance test or images of the system. Patient said, they are going to remove the system. Patient has had the lead for eight years. Patient said they think the systems should be changed every three years and not place the stimulator in the same place as prior stimulator. Patient feels they should switch hips and thinks they should be changed out sooner before they cause problems like burning the hip. The stimulator was on the left side and they moved it to the right when it was replaced. Patient asked to see the stimulator but they wouldn't let them see it. Agent redirected patient back to hcp for current issue to evaluate what is causing the pain. Patient called back regarding previously documented ins site pain. Patient asked if they should get another ins put in, redirected to hcp. Patient restated that the pain "started on wednesday" as a "twinge" and then thursday and friday they "couldn't stand it". Patient stated when they called they were advised to turn ins off, but it is still "hurting really bad" where ins is. Patient stated they are having it removed this thursday. Patient stated it is "pure hell". Patient stated they are taking nausea pills to keep from vomiting from the pain, and taking tylenol which is not "even touching it". Patient said they can't get up to walk or lay down on the bed unless it's on the right side. Patient said they can't stand up long enough to take a shower and they feel like they are going to pass out from the pain. Patient said they are "agitated with pain". Patient mentioned they want their doctor to do a "scrape" and biopsy the area of implant to see if they are allergic to ins. Patient stated they think medtronic should have a plan in place so patient's in their situation can get ins taken out immediately instead of "punishing" the patient. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the burning sensation was unknown but noted the device was removed and the issue has been resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the rep got a message from patient stating burning sensation at battery site. Technical services advised the rep to turn therapy off to see if the issue is still present; if sensation is gone with therapy off then patient may have a short at the pocket site. If the issue is not resolved with therapy off then the issue is likely medical in nature. The caller was not with the patient. Agent reviewed with the rep that impedance may not be reflected if patient has a short at the pocket site.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.